Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is therefore based on the information provided by the customer and our knowledge of the product. Results: the healthcare facility reported that a rt265 infant dual-heated evaqua2 breathing circuit was found leaking before use. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in china, that a rt265 infant dual-heated evaqua2 breathing circuit was found leaking before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) in new zealand for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china, that a rt265 infant dual-heated evaqua2 breathing circuit was found leaking before use. There was no patient involvement.